Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-00964. It was reported the patient (B)(6) lost stimulation. Lead diagnostic testing revealed high impedance measurements. Reprogramming did not provide resolution. In turn, surgical intervention may be undertaken at a later date. Investigation is pending to obtain the patient's device information and implant dates.

Event description:
Device 1 of 2 . Reference MFR. Report#: 1627487-2016-00964 . The patient's implant date has been updated.